Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted into the patient on (B)(6), 2010. According to the complainant, the patient experienced severe pain, infections, constant pulling sensations across pelcvic area, foul odor, mesh erosion, increased stress urinary incontinence, and obstructions of the bladder neck. All other information, including the patient's current condition, is unknown and reportedly unavailable.